Event description:
The facility reports while the pt was being lowered onto the bed, the spreader bar detached from the boom of the lift. No injuries were reported. As indicated by can-med healthcare, the lift was in good general condition except for the spreader bar failure. Further investigation will be performed by the MFR in order to find the spreader bar failure mode. (B) (4).